Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed to adjust something. Patient stated that it worked great for the first while. Patient noted that they checked the device and it was working. Patient stated that they turned up stimulation and it got hurting their lower back. Patient stated that they already tried to decrease the stimulation and it was not working. Patient said that device was not keeping them from peeing all the time. Patient was re-directed to the health care provider (hcp) to discuss changing programs. No further patient complications were reported or anticipated as a result of this event.